Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result was 53.83 ng/l and the repeat results were 40.49 ng/l and 40.67 ng/l. The sample was repeated on another analyzer and the result was 42.55 ng/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. This type of event is typically caused by carryover due to either an issue with the sample quality or contamination of the analyzer. No further issues have been reported.